Event description:
It was reported that during the surgical procedure of anterior colon resection, the entire teflon coating is released from the harmonic hd1000. Therefore, a specialist informs that a techno-vigilance report should be made. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.